Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, the patient developed a post-operative inferior wound and secondary infection at the implant site. Subsequently, the patient was treated by packing the wound and resuturing the wound. The patient was treated oral antibiotics following the surgical revision. The implanted device remains insitu.